Event description:
Several weeks ago rptr began to try to get info from proctor and gamble about their new porduct thermacare heatwraps. They had received an unsolicited free sample of the lower back wrap in the mail. They had never had any back problems, but was having some lower back pain from ordinary menstrual cycle. Rptr read instructions and decided to try it. They wore it the entire recommended 8 hrs. After removing this pad their back began to cool and cramp. Rptr was barely able to get out of bed the next morning and had trouble lifting their left leg due to sharp pain radiating into their hip. This continued for about 4 days. Rptr wrote to p&g twice concerning this before a response: sorry, go to the dr. Rptr wrote back, they are widowed, no insurance, can't see dr. Rptr asked for info as to whether this reaction was possible from extended heat (about 104 degrees according to the literature) on the lower back. There were no warnings except to use ice if you had an injury or swelling. Rptr had neither, rptr feels like a mass mailing of free thermacare backwraps constitutes a form of "research" and they have the right to know why this happened and if it has happened to others. The severe pain of the first 4 days has subsided, but several weeks later their lower back is still stiff and sore with the pain radiating into the left hip. Rptr did not have this before using the thermacare wrap. Proctor and gamble refuses to answer or even acknowledge rptr's continued requests for info. Rptr is concerned that there were no warnings of possible problems and wanting to know if this has happened to anyone else.